Manufacturer narrative:
Reference number (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062918. The disposition of the device involved is unknown; therefore, it is unknown if a return sample evaluation can be performed. H6 code of 4581 was chosen to capture the event of bezoar. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2023, a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2023, there was difficulty mobilizing the internal probe. On (B)(6) 2023, an endoscopy was done and a medicum sized bezoar was visualized. The internal probe was replaced without incident.